Event description:
The reporter indicated that the screen of their (B) (4) hand held device "stay bright like it used to and does not hold a charge for long, even after it's been plugged in." The product was returned to the manufacturer and is currently awaiting analysis.